Event description:
It was reported that the touch screen display is unresponsive on the bottom left hand side and the touchscreen is cracked. The bottom left hand side has several dead spots. The customers' blood glucose was not impacted.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.